Event description:
I was reported that this right ventricular (rv) lead exhibited high pacing thresholds, failure to capture and impedance issues due to lead position. This was determined by x-rays. Surgical intervention was performed and this lead was reposition. No additional adverse patient effects were reported.